Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the caller noted they had a stimulator and it stopped working; it was no longer taking a charge or do anything. The issue started 6 or 8 months ago. They claimed to have a nevro neurostimulator implanted in 2022. The patient was redirected to their manufacture to assist with the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).